Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had downstream occlusion failure. Event occurred during testing.

Manufacturer narrative:
D4: UDI updated, h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found scratches on the lens. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was the inoperable dso. The dso sensor was replaced as well as the dso seal, dso bezel, lcd lens, lcd lens seal, keypad, overlay gray, rear label, side label and battery door. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
G3 - date received by mfg; corrected.